Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (60 mg/dl). Reportedly, the customer has just started using the pump and the settings needed to be adjusted. Customer drank juice to address low bg levels.